Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a white substance, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a white substance and a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
It was reported that the patient got a blood infection, and developed a right atrial abscess. The device and leads were removed. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient got a blood infection, and developed a right atrial abcess. The device and leads were removed. No further patient complications were reported as a result of this event.